Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism deployed and needle retracted. Pod download data showed that it completed first and second priming. After investigating needle mechanism, no issues were found that would result in the needle failing to deploy. It could not be determined when the needle got deployed. The cause of the reported failure of needle to deploy could not be determined. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. Cracks were observed on the top housing of the received pod. It could not be determined when the cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for 6 hours it was noticed that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.